Event description:
Company representative reported on behalf of the injecting healthcare professional after injection with .5 cc of "juvederm voluma xc in each medial cheek, the patient developed "swelling and redness" in the tear trough area and felt "soreness" in the cheeks immediately after injection. The soreness lasted for approximately 5 days after injection; healthcare professional also indicated that the product migrated from the cheeks to the tear troughs. Other symptoms did not occur "until 7 or 8 days after injection." Healthcare professional suspected the patient had "mild periorbital cellulitis." Patient was treated with oral antibiotic septra ds 8 days after injection. Symptoms resolved 13 days after treatment.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness, soreness, migration from cheeks to tear troughs, and mild periorbital cellulitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.